Event description:
On (B)(6) 2010, the plaintiff was implanted with an ams monarc sling. It was alleged that the plaintiff experienced "injuries including erosion, infection, severe pain, back pain and mental anguish as a result of her implantation. It was also alleged that the plaintiff experienced chronic pain leading to the need for further surgery, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.